Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Following who declaration of a global health emergency situation due to the outbreak of corona virus sars-cov-2, it was decided to refrain from shipping of samples to support limiting the spread of the virus. In order to adapt to the global situation in the best possible way the samples have not been investigated. The assessment of the case is based on the available information. For this case only the device history was available. The device history was investigated. It could be detected an infusion therapy which was performed with an infusion line (type: space line), a flow rate of 8,7ml/h and a vtbi of 256,3ml. The infusion started on 2020-03-20, but few seconds after the start an upstream alarm occurred. The upstream alarm was confirmed by user and infusion started again and a bolus of 0,5 ml was performed. 30 minutes later an upstream alarm occurred again. After confirming the upstream alarm and a re-start the infusion was stopped at 05:17 pm. The total administered volume was 152,36 ml. No abnormities could be detected. The complaint could be not confirmed. No abnormalities during the investigation of the device history could be comprehended. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "the infusion dripped prematurely". Customer information: the infusion ended sooner in 17:30h, it should end at midnight. In case of both pumps the earlier dripping of infusion at correct preparation of the infusion speed and correct volume of the bag. For both infusomats I attached also original bag with infusion set.